Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the native aortic valve via transfemoral approach, the sheath kinked and caused a valve strut to bend. The entire system was removed. A new devices were prepared and were advanced without complication to the patient or access site. There was no report of patient injury.

Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: patient's right access vessel had present of calcification and tortuosity, bent strut was protruding through sheath strain relief and sheath shaft was kinked at strain relief near to sheath housing and one (1) strut bent outward at inflow side. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Per imagery evaluation review, the patient's right access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to resistance and subsequently causing the sheath to kink. In such condition, attempts to further advance the delivery system through the sheath can cause damage to the valve strut as seen in. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force, steep insertion angle, kinked sheath) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated and to address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions.